Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. The device serial number was not provided; without the serial number, the device manufacture date cannot be determined.

Event description:
A stryker micro sagittal saw was called in for repair because, it would not shut off during a procedure. No adverse consequence was reported; the procedure was completed successfully with another device without any procedure delay.